Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. The customer reported product problem (watch dog failure) was evidenced in the event history log (ehl). This error was not reproduced during testing however. The reported product problem was confirmed on the basis of the ehl findings. The problem source of the reported product problem was unknown. A root cause was not established. The speaker on the pump was replaced as a preventative measure.

Event description:
It was reported that the medfusion pump exhibited a watch dog failure. No patient injury or complications were reported in relation to this event.